Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d (country type) and h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The complaint relates to packaging that has non-english/french labelling. I am a health canada inspector who is following up on a complaint regarding bd fine needles that was purchased over amazon.ca and appears to not be in compliance with the medical device regulations. Specifically, the complaint relates to packaging that has non-english/french labelling. Additionally, the complainant supplied the lot #: 3247009, with an expiry date of 2028-09-30. Our office has reached out to the complainant regarding the specific amazon listing, but the complainant has not provided this information. My online research finds an amazon listing similar to the pictures provided. I have taken screenshots of the listing. Bd micro fine nano pro 4mm x 32g pen needle, 100 pen needles per box: amazon.ca: industrial & scientific please provide the following information by november 20, 2024. 1. Based on the above information, can you verify if the product is legitimate bd product or not? 2. If you can confirm the legitimacy of this product, can you verify if the bd product is intended for the canadian market or not. If not intended for the canadian market, please advise what market that lot #:3247009 may have originated from. 3. Can you confirm if you have received similar complaints regarding online sales of diverted or grey market bd pen needles. 4. Given lot #3247009, do you have any indication of a company or source who shipped this product into canada. The western office for medical devices compliance verification unit has been in contact with amazon.ca regarding online listings, and can follow-up with them with the information you provide. For your records, this complaint is being tracked in health canada file #: (B)(4).